Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had leakage. The following information was provided by the initial reporter: leaking occurred at texium/smartsite port connection. Patient and employees were not harmed.

Manufacturer narrative:
It was reported by customer that the leaking occurred at texium/smartsite port connection. One sample of material number 11171447 was submitted along with a secondary set with a texium connector at its distal end. Visual examination of the samples were conducted and there were no abnormalities identified on the samples. The samples were then primed and connected in order to conduct a simulated infusion. Immediately after the samples were connected, it can be seen that there was leakage at the union between the texium connector of the secondary set and the primary infusion, however, there was no leakage on the product 11171447. The customer complaint of leakage for product 11171447 was not confirmed. A root cause analysis was not conducted because the leakage failure was not replicated with the sample of 11171447 submitted. A device history record review for model 11171447 lot number 25025314 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.